Manufacturer narrative:
Device return: six (6) used tego connectors were returned visual ( pre and post decontamination) analysis of the as-received tego connectors recorded evidence of residual internal leakage between the tego silicone covering and body. Engineering testing and analysis was performed. The returned tego connectors were tested to the applicable specification in both activated and inactivated state. The results recorded no leakages or failures. Additional engineering analysis: the returned tego connectors were each disassembled and the internal componentry was evaluated. The report documents four of the tego connectors componentry exhibited a molding defect of the silicone post seals characterized by dual slits on both sides of the post seal. The remaining two tego connectors showed molding defect characterized by a single slit on one side of the silicone post seals. These component conditions could result in internal leakages. Findings: initial testing and analysis of the returned tego connectors recorded no leakages. Additional engineering efforts did identify component/molding anomaly that may have caused or contributed to the reported leakage issues. Corrective and preventative actions: a detailed analysis of the tego design, materials, manufacturing and inspection processes and equipment was performed. The data and engineering efforts identified the seal component anomaly was attributable to the manufacturing /molding operation involving a cavity core pin edge. Corrective actions have been identified, qualified and implemented. Additionally ICU medical has initiated and is recalling those lots that could potentially contain this condition.

Event description:
Int'l. ((B)(6)) complaint received reporting multiple events of leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received describes the events/issues as follows "...there have been at least seven reports involving leaking tego connectors in the past couple of weeks. ". The devices were removed and replaced. There were no reported patient injuries and or adverse patient consequences. This is the mfrs. Follow up report to provide additional information and device return investigation results.

Manufacturer narrative:
Mfg. Lot build review: a review of the mfg. Lot build database for the two reported lot# 3255850 (mfg. (B)(4) 2016) showed 28000 units and lot# 3275467 (mfg. (B)(4) 2016) also showed 28000 units were mfg. Tested. Inspected and released. There were no exception documents generated during the lot build.

Event description:
(B)(6) complaint received reporting multiple events of leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received describes the events/issues as follows "there have been at least seven reports involving leaking tego connectors in the past couple of weeks." The devices were removed and replaced. There were no reported patient injuries and or adverse patient consequences.